Manufacturer narrative:
The insulin pump was received with unresponsive esc and act button due to unlocked keypad connector on lcd board. We were unable to perform functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to unresponsive buttons. The device was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked end cap and loose and protruded drive support disk. No moisture damage was noted on keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they were hospitalized on (B)(6) 2017 due to low blood glucose. The customer¿s blood glucose at the time of the admission was 23 mg/dl. They had a seizure. They were treated with oral glucose. They were wearing the insulin pump at the time of hospitalization. The customer also reported that the insulin pump¿s act button was not responding and as a result they had been off the insulin pump since (B)(6) 2017. Their current blood glucose was 489 mg/dl. Troubleshooting was performed on the device. The customer stated they have dropped the device frequently. The time on the device advanced as designed. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.